Event description:
Reference number: 2017865-2022-10391. Reference number: 2017865-2022-10392. It was reported that the patient presented in-clinic for the follow up. Noise reversion was noted during the interrogation and physician performed pocket manipulation and the noise was reproducible on the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead. No intervention was performed. The patient was stable.

Manufacturer narrative:
Correction: section g3 - the awareness date should have been (B)(6)2022 rather than (B)(6)2022.

Event description:
New information received notes that there was atrial lead and right ventricular (rv) lead fracture.

Event description:
New information noted that the right ventricular (rv) lead and right atrial (ra) lead were capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.

Event description:
New information noted that the oversensing of noise on the right ventricular (rv) lead and right atrial (ra) lead caused noise reversion and inappropriate mode switch episodes.